Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the cartridge was not removed during pumping. The customer's blood glucose level was 220 mg/dl. The customer confirmed that the pump would continue to be used for insulin therapy.